Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-01246. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a surgical procedure on (B)(6) 2010 and a drain and reservoir were placed at the lacteal gland and functioned as intended. On (B)(6) 2010, it was found tht the reservoir did not suction, so the drain and reservoir were removed from the pt's body. There were no adverse pt consequences.